Event description:
The reporter stated that the customer experienced a leak in the fillport during pt use. The device contained 29mg/ml of 5-fluorouracil in normal saline. There was contact between the pt and the solution. No pt injuries or medical interventions were reported with this event. Info was not available regarding the device set-up.